Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was admitted in the ER after receiving a shock due to noise. Low out of range hv lead impedance was noted. Svc coil was turned off to deliver the shock. The lead was capped and replaced. The patient was fine.